Event description:
It was reported that a spectrum iq pump infusion pump failed the downstream occlusion detection test which was described as ¿failed psi (pounds per square inch). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test at 26.7 psi was not reproduced. Evaluation sent device to flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion tests and the device passed all tests. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.